Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01713 / 01714).

Event description:
It was reported by the patient's legal counsel that the patient underwent right hip arthroplasty and approximately 10 years after implantation that patient was revised due to alleged pain, discomfort, soreness, dysfunction, elevated metal ions, loss of range of motion, metal debris, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported by the patient's legal counsel that the patient underwent right hip arthroplasty and approximately 10 years after implantation that patient was revised due to alleged pain, discomfort, soreness, dysfunction, elevated metal ions, loss of range of motion, metal debris, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received confirm patient underwent a left hip revision procedure approximately 10 years post-implantation due to elevated metal ion levels. It was further reported that the patient experienced ringing in the ears. Revision operative report indicates presence of scar tissue. The femoral head and taper adapter were removed and replaced. An active articulation bearing was used to complete the procedure.